Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated the device has alarmed while they were attempting to bolus. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the device. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Assisted customer with clearing alarm from device. Customer's blood glucose level was 384 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No unexpected motor error alarm was noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test and motor test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.